Event description:
It was reported the epiq 7c ultrasound system was not available for use during a critical procedure. The system was not producing an image, the transducer was replaced with no resolution, the system was then replaced to produce an image and perform the unspecified procedure in the cath lab. The (B)(6) patient was reported to have an lad (left anterior descending artery) occlusion, the lad was successfully stented, then, at an unspecified time period, post-stent, the patient experienced a cardiac arrest and expired. The system and the transducers were tested after the event and found to be imaging as expected and passed all diagnostic testing. The reported problem was not able to be reproduced. The service engineer proactively replaced the system acquisition module. No further information was provided nor could be obtained at this time. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
Additional information was received from the customer on 30-jun-2026. It reported the system was brought into the cath lab during the code, during the procedure. The system failing to produce an image caused a 5-10 minute delay due to multiple boot ups and then exchanging the system. The patient continued to receive emergency treatment, but the lv (left ventricle) function was unknown. The patient was diagnosed with an anterior stemi (st-segment elevation myocardial infarction) and the cause of death was pea (pulseless electrical activity) arrest secondary to the anterior stemi. On (B)(6) 2026, a 90m with history of anterior infarct and pci (percutaneous coronary intervention) to lad (left anterior descending artery) with resultant cardiomyopathy, presented with an anterior stemi. Early features of shock with apo (acute pulmonary oedema) without hemodynamic compromise. The angiography demonstrated an occluded mid-lad, pci to lad with restoration of flow. A stent was placed; there was no coronary reflow after post-dilation with accompanied hemodynamic collapse and pea arrest. The ultrasound system was brought into the room at this point. Despite emergency treatment to the patient with an extended period of resuscitation, there was no improvements and the decision was made to cease further active treatment, and the patient was pronounced dead.